Event description:
It was reported to philips that the table pivot lock did not engage while transferring the patient. The patient fell off the table. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The system was inspected onsite and it was identified that the pivot lock did not hold correctly. The hospital service provider replaced the pivot brake and adjusted the pivot lock. The system was returned to use in good working order